Manufacturer narrative:
Mfg investigation report pending receipt of product from covidien regional offices. Upon receipt of product, a mfg investigation will be performed and a medwatch 3500a supplemental report will be submitted.

Event description:
Covidien region reports, tip on the pt end of the line, broke off during an injection at 700 psi. Potential risk for injury.